Event description:
It has been reported that one bd¿ tube k2edta plh 13x75 2.0 plbl lav has been found clotting during use. The following has been provided by the initial reporter: customer reports that during one night of use, all the samples from these tubes have clotted. Customer has already collected the batch in the end customer and has testes more than 100 tubes of the batch, and hasn't had issues with any sample. She believes the issue could has occurred during the sample draw, but to accomplish with the protocol of customer complaint reporting, she awaits for orientations regarding the procedure to be followed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-09. H6: investigation summary: bd received 80 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting was not observed. In both photos it is possible to observe the presence of clotted blood. In one of the images there is also a non used tube that it has additive inside. From the 80 samples, 10 were sent to clinical test. In addition a visual inspection was performed in the tubes and it was not possible to conclude if the amount of additive is incorrect, it was possible to observe that all tubes had presence of additive. 160 retention samples were visually evaluated and all samples presented the additive inside the tube. Retention samples were sent to design center for clinical test. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer, retain, and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Cbc analysis was also performed on customer returned samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided. All testing of retention samples, customer returns, and controls was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ tube k2edta plh 13x75 2.0 plbl lav has been found clotting during use. The following has been provided by the initial reporter: customer reports that during one night of use, all the samples from these tubes have clotted. Customer has already collected the batch in the end customer and has testes more than 100 tubes of the batch, and hasn't had issues with any sample. She believes the issue could has occurred during the sample draw, but to accomplish with the protocol of customer complaint reporting, she awaits for orientations regarding the procedure to be followed.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.